Event description:
It was reported that during a coronary stent procedure, the stent appeared to be successfully deployed in the mid circumflex. The physician pulled negative pressure and waited for the dye to extract. When he went to remove the delivery device the stent moved into the proximal circumflex. Another balloon was used to fully deploy the stent in the proximal circumflex and another stent was deployed at the target lesion. Pt status is listed as "okay".